Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated upon the reported info.

Event description:
The clamp was on the pt and caused a three inch laceration. The clamp rotated about the swivel joint while in the locked position. Add'l clinical info has been requested.